Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (vessel occlusion, inaccurate stent graft delivery), incorrect technique/procedure (inaccurate stent graft delivery). Evaluation, conclusion: operational context contributed to event (inaccurate stent graft delivery).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm approximately one month ago. The stent grafts were successfully implanted. It was reported that the image angle of the left contralateral distal site was lao 90 on angiography. It was not possible to obtain imaging of the left distal site from a better angle. The contralateral limb was deployed at the flow divider, but it extended to the left internal iliac artery and partially obstructed blood flow to that vessel. The physician attempted to reposition the limb proximally with a balloon, but was unsuccessful. It was determined that the remaining blood flow to the vessel was adequate, and no secondary intervention was performed. The patient is fine.